Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial #: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 09-sep-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (3 mg/ml at 0.8389 mg/day), clonidine (50 mcg/ml at 13.981 mcg/day), and bupivacaine (1.5 mg/ml at 0.4194 mg/day) via an implantable infusion pump. It was reported that the patient felt therapy wasn't working as well as it used to and their pain had increased. A dye/rotor study was performed and upon attempt to aspirate the catheter the healthcare provider (hcp) was unable to obtain flow. There are no environmental/external/patient factors to report. The patient will be scheduled for catheter replacement. This issue was unresolved at the time of this report. The patient was reported to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient underwent surgery to possible have the catheter replaced but upon opening the pump pocket no issues were identified. It was reported that the catheter was able to be aspirated from the catheter access port as well as had good aspiration upon disconnection from the pump. The catheter was reconnected to the pump and the pump pocket was closed. Nothing was replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was admitted to the hospital on (B)(6) 2018 with the complaint of pain consistent with what he was experiencing prior to the surgery. It was reported that the patient was not feeling any relief since surgery and requested that the hcp do another dye study. The hcp plans to turn the pump down to minimum rate, supplement with pain medication and schedule an urgent dye study. No dye study was scheduled at this time. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that during the exploration surgery that was performed on (B)(6) 2018 the catheter must have been kinked but upon opening of the pocket unkinked. It was reported that a dye study was performed today and the hcp was able to freely aspirate 2cc of yellow/clear fluid from the catheter access port. However, when the dye was injected there was notable pooling behind the pump and no dye was visualized tracking up or out the tip of the catheter. A full replacement of the catheter was planned. No further complications have been reported as a result of this event.